Manufacturer narrative:
The devices were not returned, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. The main component of the system. Other relevant device(s) are: product ID: evolutr-26.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve (pli 10), the valve dislodged up. Subsequently a second transcatheter bioprosthetic valve was implanted which blocked the coronary arteries. The valve was pulled back with a snare with good results. The valves were removed from the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.